Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they inserted sensor and within the first two hours she got a lost sensor alert. Customer stated she had high blood glucose of 403 mg/dl. Customer treated high blood glucose with the insulin pump. Customer declined troubleshooting for high blood glucose. The insulin pump was returned for analysis.